Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not received at fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our inspection of a photograph provided by the customer and previous investigations on similar complaints. Results: photographs provided only show the swivel wye and it is noticed that the swivel elbow is disassembled from the swivel wye. Photographic inspection also revealed a crack along the swivel wye port of the photographed circuit. Conclusion: without the complaint device, we were unable to conclusively determine what caused the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was damaged. There was no reported patient consequence.